Event description:
It was reported that a pump alarm occurred during the loading process. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the alarm recurred, so a replacement pump was arranged under warranty. The customer was instructed to use multiple daily injections as a backup therapy. Additionally, the customer was guided on how to store and return the malfunctioning pump to tandem.